Manufacturer narrative:
(B)(4). Clip delivery system: the mitraclip was explanted and not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015 two mitraclips were successfully implanted in the patient with degenerative mitral regurgitation (mr), reducing mr from grade 4 to 2. On (B)(6) 2016, the patient was hospitalized due to dyspnea and worsening mr. It was noted that one clip was attached to one leaflet only. On (B)(6) 2016, the patient was hospitalized for mitral valve replacement and coronary artery bypass graft surgery. The patient did well. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is reported because the specific lot number could not be determined. The device was not returned for analysis. A review of the lot history record and complaint history was performed for both devices used during the procedure, as the specific device associated with the single leaflet device attachment (slda) could not be determined. Review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Two lot numbers were provided; however, it is unknown which device detached from the leaflet. Lot numbers: cds 50519u206 and cds 50821u219.